Event description:
Philips received a complaint by the customer on the v60 indicating that there was no return volume and the device was unable to go on standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated it was reported there is no return volume and unable to go on standby. Found in service mode when device is set to 0 it is reading 76.9 slpm. Informed customer tolerance should be between -1 and 1. Device is reading out of range. Troubleshot air flow accuracy test with customer. The rse provided troubleshooting steps per the service manual to the customer. The customer is requesting part number and price for replacement flow sensor assembly. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 08oct2025, 21oct2025, and 30oct2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.